Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic; the connector cone, segments and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber connection error" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, the fiber exhibited a connection error. The fiber was re-inserted into the laser multiple times, but the error appeared again. It was further reported that the fiber was strobing due to a faulty tip at 255,434 joules and 31:20 minutes used. "Energy firing out of the end of the tip" was noted. The fiber tip (cap) was not cleaned during procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. No patient injury was reported.